Event description:
It was reported that the patient's home monitor picked up an alert. A call from a clinic nurse instructed the patient to go to the emergency room where the lead was turned off. However, because the patient's heart rate slowed into the 30s pacing was turned back on. The patient was then taken by ambulance to another hospital, where high pacing impedance and a lead fracture were noted. The patient further reported that the "wires on the end became corroded over and broken." It was further reported that there was oversensing and a number of nst (non-sustained tachycardia) events logged with very short intervals. A few days later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 lead, implanted: (B)(6) 2010. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.